Event description:
It was reported that the material covering the lead became separated near the electrodes. After the doctor saw the separation, it was advised that the lead be removed and to start with a new lead. A week later it was reported that when the doctor tried to separate the lead from the curved stylet, the insulation became separated. The lead was not used within the patient and she recovered without sequela.

Manufacturer narrative:
Concomitant product: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.